Event description:
As reported via the (B)(4) registry, a patient expired five days after the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 95% stenosis to the left proximal internal carotid artery. The lesion was described as 25mm in length, mildly calcified and arch type ii. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present. There was 5% residual stenosis. It is unknown if the patient left the angiography suite with no neurological deficits. The post nih stroke scale score was 1 and the stroke scale score was 1. The patient was discharged one day post procedure. Concomitant medications included clopidogrel and asprin at pre procedure and at discharge. Five days post procedure, the patient was hospitalized with a major intracerebral bleed with herniation. Per the investigator, the event was not related to cordis products but was related to index procedure.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, this (B)(6) year old female expired five days after the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 95% stenosis to the left proximal internal carotid artery. The lesion was described as 25mm in length, mildly calcified and arch type ii. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present. There was 5% residual stenosis. It is unknown if the patient left the angiography suite with no neurological deficits. The post nih stroke scale score was 1 and the stroke scale score was 1. The patient was discharged one day post procedure. Concomitant medications included clopidogrel and aspirin at pre procedure and at discharge. Five days post procedure, the patient was hospitalized with a major intracerebral bleed with herniation. Per the investigator, the event was not related to cordis products but was related to index procedure. The patient¿s medical history includes first-degree relative with premature cad , hyperlipidemia, smoking and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device, therefore no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.